Event description:
During a poba procedure, the quantum maverick monorail ptca catheter shaft broke when the physician attempted to put on the wire. This event occurred outside of the body. The procedure was successfully completed with another of the same device . No patient injuries or complications were reported. Patient status is reported as "ok".